Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received result of 110 mg/dl on professional device while his advantage system read 120 "points" higher then the professional device within 10 minutes. Comfort curve test strips were used with the advantage system. No adverse event reported. Requested return of suspect device however customer no longer has the system; replacement was sent.